Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. The power controller board was recommended to be replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of power and subsequent loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
D1 product name corrected d4 primary UDI number corrected. D4 model no. Corrected.